Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department from home with complaints of darkening stools and dizziness. Patient was admitted with an inr was 4.1, hemoglobin (hgb) was 5.5, and hematocrit was 18. The last dose of coumadin prior to admission was on (B)(6) and was 3 mg. At that time, patient's coumadin regimen was 1.5 mg on tues., wed., thurs., and 3 mg on mon./fri, and was to hold on sat./sun. The patient was also on 81 mg aspirin daily. The patient had been taking octreotide 20 mg for previous gi bleed. The coumadin, aspirin and octreotide were stopped. Patient underwent a capsule study on (B)(6) 2016 which read "fresh blood and clot seen in proximal small bowel, no clear definitive site seen." On (B)(6) 2016, a small bowel enteroscopy (double balloon) with tattooing was performed. A total of 6 units of blood was given, 1 unit on (B)(6) 2016, 1 unit on (B)(6) 2016, 2 units on (B)(6) 2016, 1 unit on (B)(6) 2016, and 1 unit on (B)(6) 2016. The patient was stable and discharged home on (B)(6) 2016. Prior to discharge, the hgb rose to 8.2 and coumadin and aspirin continued being held.